Event description:
Device malfunction: detachement from source. Time of malfunction: dueing the procedue. Symptoms/ae: none. It was reported that during the procedure, the distal portion of the catheter (peel away outer sheath) broke off, but it stayed on the wire. The filter was retrieved successfully with no patient injury or consequence. No additional information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the returned unit revealed that the rx accunet delivery sheath was returned with blood visible throughout the lumen. The rx accunet filter basket was not returned with the sheath. The delivery sheath had been peeled away for the length 130 cm. The light blue distal end of the delivery sheath was separated and returned. The separated portion measured 3.5 cm in length was necked down with jagged edges at the separation. There was no other damage to the delivery sheath observed. Quality engineering has reviewed the incident report and the analysis of the returned device. Only the delivery sheath was returned for analysis. Visual inspection revealed that the delivery sheath had been peeled away for length of 130 cm and the light blue distal end of the delivery sheath was separated. The separated portion measured 3.5 cm in length and was necked down with jagged edges at the separation. No other damaged to the delivery sheath was observed. Quality engineering also observed what the sheath appeared slightly bent, ovaled and necked down at the separation. The separation morphology exhibited a rough texture which may be attributed to overload. Quality engineering suggest that anatomical factors such as vessel tortuosity may have possibly contributed to a separation of this nature. A review of the lot history record did not reveal any non-conforming material reports which could have contributed to this complaint. Quality engineering was unable to determine a conclusive root cause; however, it may be related to the operational context in which the device was utilized. This MDR is considered closed by the quality assurance department.